Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert and presented in the emergency room. Upon interrogation, the implantable cardioverter-defibrillator was found in back up vvi. The device was reprogrammed. There were no adverse patient consequences.